Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook was analyzed and found customer reported a broken insulation issue. Failure analysis determined the primary failure to be instrument main tube insulation damage, consistent with the customer complaint. The instrument exhibited broken insulation on the main tube, measuring approximately 7.23 mm × 2.40 mm, with material missing and the missing piece not returned with the instrument. The probable root cause of the failure mode damage insulation on tube and detached fragment is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover installation/removal can also cause scratch marks or broke insulation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that the single site permanent cautery hook (pch) instrument had broken insulation damage. It was unknown if fragments fell inside the patient. The procedure was unknown how it was completed with no reported injury.